Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The reported incident occurred during set-up of the device for a cardiopulmonary bypass procedure. There was no delay. There was no reported patient effect.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that the cause of failure was open resistors r122, r159 and r186 on the printed circuit board assembly (pcba). The pst measured resistors r186, r159, and r122 for open circuits. All three parts were found open (not typical). This corroborated the reported complaint, as these resistors are critical to proper battery function including switching to battery upon alternating current (a/c) power failure. During a magnified visual inspection of the open resistors, evidence of corrosion and/or cracks at the soldered ends of the resistors was found. One resistor (r159) had what appeared to be a rust-colored area on or just beneath the epoxy surface. These visual anomalies have not been verified as the point of resistor failure, but are highlighted as being suspect. As per log analysis on 08-dec-2016, battery backup is started and a "depleted battery shutdown occurs 4 seconds later. Normally this indicates a bad battery. Battery backup is started many times on (B)(6) 2016 but each time it only lasts about 4 seconds. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that the product was changed out. The surgery was completed successfully.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr # 1828100-2016-00624. The service contractor/distributor checked and found the power manager board is defective.

Event description:
The service contractor / distributor reported that the system-1 was not switching to battery. No other details regarding the nature of this event were provided.